Manufacturer narrative:
Analysis of the catheter on 2016-05-25 revealed no significant anomaly; coring/ tears/cuts in the seal of the sutureless catheter connector were noted. No leaks were seen in the lab. As per the pump¿s log, baclofen with concentration 2000.0 mcg/ml was being administered at a simple continuous dose rate of 199.9 mcg/day as of (B)(6) 2016 and estimated eri was 17 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The patient's pump administered baclofen with concentration 2000 mcg/ml at a dose rate of 200 mcg/day; therapy was ongoing. Regarding medical history, the patient had no known allergies. It was noted that there was no implant failure as the pump was reaching elective replacement indicator (eri). Regarding what symptoms the patient experienced, it was noted as being not applicable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6)2016, product type: catheter.

Event description:
Information was reported by the healthcare professional (hcp) regarding a patient receiving baclofen via an implanted pump. The indication for use was intractable spasticity and post spinal cord injury. On (B)(6) 2016 it was reported that the catheter had been removed because the explant failed. It was later clarified by the hcp that the device failure was that it was not delivering the medication.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.